Event description:
It was reported that, "removed upper 1/3 of screw. Broken bottom 2/3 of screw remain in pt."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.